Manufacturer narrative:
Device investigation revealed a mechanical damage to the conductive link, which is very likely related to the reported extrusion of the conductive link in the external auditory canal (eac). In situ testing was indicative of a device malfunction. This is a final report.

Event description:
The user lost hearing impression with the device around mid (B)(6) 2019. Initially he noticed some interruptions in sound. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user lost hearing impression with the device more than a week ago (ca. Mid (B)(6) 2019). Initially he noticed some interruptions in sound. Re-implantation is scheduled for (B)(6) 2019.